Event description:
It was reported that during a percutaneous peripheral intervention, balloon rupture occurred. An unspecified size charger balloon ruptured over rated burst pressure. The number of inflations and to what atm's is unknown. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is user error as product labeling review identified that the device was not used per the directions for use (dfu)/ product label. The balloon was inflated above its rated burst pressure. (B)(4).